Event description:
It was reported in the letter of claim that the complainant underwent a procedure on (B)(6) 2003 in which a mesh device was inserted. Following the procedure she had discomfort and pain in her vagina, she was readmitted into hospital after experiencing pain and was advised that the trocar and tape had pierced her bladder. Additional information provided by the surgeon advised that she had a previous colposuspension resulting in the procedure being slightly more complicated and the trochar and tape pierced the bladder on the right. This was recognised, the tape was removed and trochar readjusted at the time, without incident. The patient also reported pain and bleeding during intercourse. It was reported that following insertion the patient experienced erosion. No additional information was provided.

Manufacturer narrative:
This emdr represents supplemental report #2210968-2015-01217 for previously submitted MDR number 2210968-2015-00138 subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. The reports previously submitted as part of the exemption were not submitted in a format compatible with the public MDR database (maude) and are available through FDA¿s MDR data files webpage, at https://www.FDA.gov/medical-devices/medical-device-reporting-MDR-how-report-medical-device-problems/MDR-data-files#asr. Therefore, this report does not represent a new reportable event. The information included in this report was submitted outside the required timeframe due to the extended use of exemption e2013037 beyond its revoke date, as documented under (B)(4) (ethicon¿s internal reference number). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.